Event description:
Pt undergoing angiogram with left lower leg revascularization for critical limb ischemia, experienced peroneal vessel dissection/perforation. Peroneal dissection treated with covered stent.